Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen kept black and would not stay on. A field service engineer (fse) reported that the station screen was going black intermittently and would temporarily recover after a reboot. The station was powered on and accessed through carefusion admin, and hardware testing of the power system and battery was conducted. The battery failed when the power cord was disconnected, and testing with a battery from a nearby device showed the same issue. After restoring the original configurations, the other station also failed during disconnect testing, confirming battery faults. Fse returned and replaced the batteries, performed hardware testing with no further issues observed, and advised the customer to monitor for any recurrence of the screen issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to stay on and screen went black. There were no adverse events or injuries reported based on this event.